Event description:
Evaluation of the returned inform base unit revealed evidence of melting, due to an electrical short. No associated injury was reported. The location where the problem was first discovered was not provided.